Event description:
Successful percutaneous transluminal coronary angioplasty in the circumflex coronary artery utilizing a drug-eluting stent 2003 (size 3.0 x 16mm); follow-up phone call -- family states died 2 months later "massive mi"; confirmed by physician office; no autopsy.